Event description:
It was reported that during a sleeve gastrectomy procedure, the device was jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged cartridge, and damaged one piece. The device was received for analysis with no visual non-conformances and with a reload loaded in the device. The reload was received partially fired consistent with an incomplete or interrupted cycle. In addition, the reload had two pockets damaged, without drivers and staples; the one piece sled was damaged. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.while no conclusion could be reached as to how the damage to the reload occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.